Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the obturator was inserted, a resistance was felt and hard to enter. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The reported event was not confirmed. The device met with product specifications. A visual test was performed and it was observed all the components are assembled properly at the tube. A functional test was performed and no obstruction or difficulties were detected during the test, neither ridges were observed in the inner diameter of the cannula. No failure mode was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.